Event description:
A patient underwent a therapeutic egd procedure for hemostasis within the duodenum. The resolution clip device was not able to exit the sheath. The clip could not be deplyed. A previous attempt to utilize a resolution clip resulted in the same issue (please note associated medwatch 6000048-2006-00202; attached). The patient did not sustain any reported complications or ill effects as a result of the deployment issue. The patient condition is noted as fine upon completion of the procedure.